Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he dropped his insulin pump on the hard floor and after he pressed a button the device began to alarm with program alarm anomaly. The patient's blood glucose at the time of incident is unknown. The alarm persisted after the customer removed the battery and reinserted it. The display then went blank and the alarm continued to go off. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to verify the frozen screen or watchdog timeout alarm due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.